Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 18-sep-2028, UDI#: (B)(4) e1 phone number: (B)(6) h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that electrical discharge was felt by patient on the lead without out of limit impedances. Contributing factors were during a physiotherapy session, the patient was made to make significant movements on the back (bridge type). After this session, the patient felt successive electrical discharges without changes in impedances. When the patient was reviewed after this event, the impedances were normal but he could no longer use stimulation because of the discharges. New settings had been implemented but unsuccessful results. The surgeon decided to re-operate the patient in the block to make a revision of the system. In the end, the old lead was removed and two new leads were implanted. Now the system was ok. Issue was resolved.

Manufacturer narrative:
H3. Device analysis for lead va30rmm039 revealed no significant anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified environmental stress cracking (esc) on the outer insulation of the body of the lead which did not affect the function of the device. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.